Manufacturer narrative:
The investigation into the reported issue was completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that data logs showed the alternating occurrences of the "impella position in aorta" and "impella position in ventricle" alarms upon activation of the pump. Placement signal metrics were generally within normal limits. There were no other relevant abnormal metrics noted. In conclusion, it was determined that the cause of the false impella position alarms was most likely patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported false positioning alarms despite position verification during support. The pump was subsequently removed and replaced with no harm to the patient.